Event description:
It was reported that the system can't exposure and fluoroscopy. The system was in clinical use at the time of event. No harm to the patient has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the that the system can't emit exposure and fluoroscopy. Upon troubleshooting, fse found that the sib's led indicates status was abnormal. Fse replaced the sibbox unit. Later the issue reoccurred once and after replacement of sibbox and kv-ma board, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.